Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a medtronic balloon was used to pre dilate a lesion. During the pre dilation, the patient suffered a right popliteal artery dissection. The event was treated with provisional stenting of the lesion. Patient recovered. The ae was assessed as probably related to an underlying condition or disease.